Event description:
Customer stated that error codes were generated on three pt samples while performing correlation studies on axsym digoxin iii assay, lot # 42722q100. Customer stated that no error codes were generated using digoxin ii assay. Customer provided the results on three pt samples that generated the error codes: digoxin ii: pt 1) 0.5, pt 2) 1.8, pt 3) 1.9. Digoxin iii: error code 1063, error code 1062, error code 1113. Error codes: 1063 (invalid test result, correlation coefficient too low), 1062 (invalid test result, read precision (#)), 1113 (invalid test result, read value (#)). Customer sent specimens out to a reference lab. No impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.